Event description:
This is an initial and final report. As per additional information received from the study, this study was an in-stent restenosis trial. This patient was implanted with an unknown cypher stent in 2002, segment 21 of 2nd obtuse marginal. The in-stent restenosis lesion was re-treated in the tropical study in 2003.

Manufacturer narrative:
A male enrolled in the study underwent revascularization of a cypher in-stent restenosis (isr) implanted in 2002. The patient's medical history including hypertension, hyperlipidemia and previous ptca to the right coronary artery place him at increased risks for mace. The patient was randomized to the study in 2003, and underwent initial evaluation indicated by stable angina. Coronary angiogram revealed a 75% in-stent restenosis located in the second obtuse marginal. The lesion was pre-dilated before placement of a cypher (2.5x8mm) at an unknown deployment pressure. The procedure was completed without complications for a final stenosis of 0%. The use of asa and clopidogrel was documented. Approximately 40 months later, the patient was hospitalized for stable angina. A coronary angiogram (cag) was conducted in 2006, revealing 81% isr vs core lab 51% isr. The target lesion in the second obtuse marginal was revascularized using balloon angioplasty and placement of a cypher stent. Three months later, the patient was admitted to the hospital and remained hospitalized for nine days with vascular myelopathy, arteria spinalis syndrome and paresis. The following month, the patient was hospitalized with a stroke and sub-arachnoid bleed. The patient developed several associated complications including pneumonia and hydrocephalus. Consequently, the patient expired sometime thereafter. The study reported these events unrelated to the cypher stent. In conclusion, restenosis is a known potential adverse event post coronary stenting associated with the progression of cardiovascular disease. There are patient factors that may have contributed to the event. The product remains implanted in the patient thus not available for evaluation. A device history record review was not conducted, as the lot number for the involved device was not provided. The device is distributed outside the united states; however, it is similar to the cypher sirolimus-eluting coronary stent distributed in the united states. This is one of two products being reported for the same event. Please reference manufacturing reports #: 9616099-2007-02128 and 9610978-2007-00375.